Event description:
The information received indicated that during a percutaneous coronary intervention (pci) was conducted to treat the target lesion in the mid to distal right coronary artery (rca) the lesion was pre-dilated with a (B)(4). After ivus was conducted, a 3.5 x 23mm 1st cypher select plus was being delivered to the target lesion, but it became stuck proximal to the target lesion and it did not reach the target lesion. While it was being pulled back into the guiding catheter, the proximal end of the stent became caught at the tip of the guiding catheter and the stent flared at the proximal end. The cypher select plus was retrieved from the patient. Pre-dilation with a 3.5 x 15mm balloon (I-bp) was thoroughly conducted and a 3.5 x 33mm cypher select plus was implanted at the target lesion and the procedure was successfully completed. There was no patient injury reported. The product will not be returned for analysis due to the patient's infectious disease. The physician did not indicate any anomalies prior to use. The target lesion was 99% stenosed, de novo, heavily calcified, moderately tortuous hard and long.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 414 mg/dl and 119 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
Customer's meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were found in meter memory. This is a final report.